Event description:
Date of the primary surgery is unknown. The revision was conducted due to the loosening of implants at the tibial side on (B)(6) 2014. The implants were removed at this surgery. Arthrodesis is scheduled to be done at a later date. The patient had a negative test result for infection at the removal surgery. The surgeon considered this incident had been caused by metallosis because the tissue around the involved site was blackened. According to the surgery, metallosis in this case could have been caused by the impingement of the screw against the implants at the tibial side. Since the loosening of the stem and the femoral component was noted, the hospital requests to investigate if they have been worn. Extra details received from (B)(6) 2014: the surgeon requests to investigate that evaluation of the wear status for the femoral components and the femoral stem. Actually, the surgery was conducted for the revision because it was found loosening on the tibial side component. However, there are no sample will be returned for the tibial side. And during the surgery, it was found the loosening between femoral components and the femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed wear suggesting device rotation rotate in vivo instead of remaining fixed in place. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The root cause of this loss of fixation is unknown. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.